Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of purchasing another meter due to forgetting meter when on vacation. Customer requested assistance with programming meter. Customer was advised that meter was not compatible with insulin pump. Customer's blood glucose was 50 mg/dl. Customer declined troubleshooting for low blood glucose.